Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 1000 mg/dl. It was stated that the customer was vomiting and she had abdominal pain. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Reviewed the programming on the insulin pump and the alarm history revealed a no delivery alarm. Performed a high pressure test and the device passed the test. The spouse stated that the tubing was leaking at the p-cap connection with the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.